Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a impactor-fem stem-offset was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because the device was not returned. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Offset stem impactor tip broke off during implant impaction. Impactor tip lodged in the stem in the spot where the impactor tip goes. Surgeon was able to remove the tip from the stem. The tip was not left in the patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Offset stem impactor tip broke off during implant impaction. Impactor tip lodged in the stem in the spot where the impactor tip goes. Surgeon was able to remove the tip from the stem. The tip was not left in the patient.